Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 294 mg/dl. Customer stated that her insulin pump started beeping during an MRI, which is when she discovered the motor error. Troubleshooting was initiated and the alarm was cleared, but the customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test due to motor error alarm. No cosmetic damage noted.